Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to clinic for follow up. The device exhibited post paced t wave oversensing on the ventricular channel. Programming changes were made. The patient was fine after the event.